Event description:
It was reported the patient's pump was sounding alarms every 5 minutes and they had withdrawal symptoms. The pump was interrogated and the following messages were noted; stopped pump period may exceed tube set, pump in safe state, reset occurred ((B)(6) 2015 20:39, 20:44, 20:49, 20:54, 20:59, 21:04, 21:09, 21:26, 21:31, 21:36, 21:41, 21:46, 21:51, 21:56, 22:01), reset occurred - low battery ((B)(6) 2015 20:39, 20:44, 20:49, 20:54, 20:59, 21:04, 21:09, 21:26, 21:31, 21:36, 21:41, 21:46, 21:51, 21:56, 22:01), motor stall occurred. The patient was hospitalized for a review of the system. A roller study was performed on (B)(6) 2015 and showed the rollers were arrested. The patient was not receiving therapy from the pump and was waiting for a pump replacement. Conflicting information also reported the pump's explant/revision date was (B)(6) 2015 and "remains in patient." There were not any electromagnetic interference (emi) sources nearby when the alarm was noticed. The pump was used to deliver morphine. The outcome of the event was not reported.

Manufacturer narrative:
(B)(4).